Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single site fenestrated bipolar forceps instrument to perform failure analysis. During the visual inspection, the instrument was found to have a broken grip that was completely detached from its base, and it was only holding on by the conductor wire. The broken piece was hanging from the instrument. The distal clevis was also found to be broken. Missing pieces were not returned with the instrument. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip was broken on a single site fenestrated bipolar forceps instrument. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the customer stated that no fragment fell into the patient and the patient has not returned to the hospital due to any post-surgical complications related to this issue.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device the probable root cause of the failure mode broken instrument grips -tips, broken distal clevis and detached fragment is attributed to use conditions. It includes damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
Refer to h11 for follow-up information.